Manufacturer narrative:
The biomedical engineer (bme) reported that they are having issues with the telemetry transmitters showing as communication loss (comm loss) on one central nurse's station (cns). However, at another central nurse's station (cns), they can see them fine. They later called back and stated that they are having intermittent telemetry transmitter comm loss in these depts: 2c / 4e / 4d. At first, the issue was resolved approx 1:00pm. Then they stated that comm loss occurred, then came back up, and was in comm loss again. The comm loss was experienced on multiple wards. The sections that were installed with the expansion project from (B)(6) 2021 lost communication back to the war room, but the patient signals were present at the local cns for each of the areas. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that they are having issues with the telemetry transmitters showing as communication loss (comm loss) on one central nurse's station (cns). However, at another central nurse's station (cns), they can see them fine. They later called back and stated that they are having intermittent telemetry transmitter comm loss in these depts: 2c / 4e / 4d. At first, the issue was resolved approx 1:00pm. Then they stated that comm loss occurred, then came back up, and was in comm loss again. The comm loss was experienced on multiple wards. The sections that were installed with the expansion project from (B)(6) 2021 lost communication back to the war room, but the patient signals were present at the local cns for each of the areas. No patient harm was reported.